Manufacturer narrative:
The insulin pump has passed the prime test, excessive no delivery test and displacement test. However, the insulin pump alarmed prime alarm during basic occlusion test due to loose/flush motor support disk. The insulin pump was received with a missing end cap sticker.

Event description:
It was reported that the insulin pump was alarming prime alarm and insulin was squirting out. Customer also stated that the drive support cap is missing. Customer's blood glucose reading is 189 mg/dl. Advised customer that the insulin pump must be replaced. Nothing further reported.